Event description:
It was reported through a journal article that a cup-half cage acetabular reconstruction failed approximately 17 months post-implantation due to aseptic loosening, and the patient underwent revision. Imaging demonstrated a radiolucent line surrounding the acetabular cup as well as the pubic and ischial screws, and a fracture of the rim of the acetabular component around the screwhead of the ischial screw. The author noted that removal of the reinforcement ring made directing the ischial screw along the long axis of the ischium unachievable. As the fracture had healed, the reconstruction was revised to a standard jumbo revision cup. The patient reported no pain and returned to baseline function approximately three years after revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. B3 event date: year published 2025. G2: foreign - event occurred in australia. G2: literature - ramasamy, b., abrahams, j. M., bunting, a. C., costi, k., clothier, r. J., solomon, l. B., & callary, s. A. (2025). Total hip arthroplasty for acute acetabular fractures through the replace-in-situ philosophy. The bone & joint journal, 107-b(8), 784-792. Https://doi.org/10.1302/0301-620x.107b8.bjj-2024-1232.r1 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h11. No product was returned or pictures provided visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.